Event description:
It was reported that a pta balloon ruptured at approx 10 - 12 atm during the first inflation. During removal, the pta balloon dilatation catheter could not be retracted through the 5f introducer sheath and both were removed simultaneously from the pt. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint for this lot number to date. The complaint sample was discarded by the user facility.